Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 60/54 t on the left side on (B)(6) 2009. Currently, the patient is being monitored due to unk reasons. (B)(4).

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. (B)(4).